Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was separation seen between tip and ring of the right atrial (ra) lead. When trying to insert pin, the outer ring and insulation was moving separately instead of a unit. Physician wanted to use the existing ra lead. With outer ring and insulation separated from inner insulation this made it very hard to insert this into header of the device. The ra lead did not fit into atrial header of the device. The devices were not used. A competitor device was used to complete the procedure. The ra lead remains in use. No patient complications have been reported as a result of this event.